Manufacturer narrative:
No conclusion code is available; failure event observed during analysis. Final analysis found internal insulation abrasion under the svc shock coil noted at 17.5-17.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.